Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height drawer on the main unit was not detected on the bus. The field service engineer (fse) initially re-seated the bus cable with no improvement, then replaced the drawer controller board for drawer 3.2, which also did not resolve the issue. The fse subsequently replaced the bus board for drawer 3, after which the drawer was successfully recovered. Functionality was verified through hardware testing application diagnostics, and the user completed inventory verification to confirm successful operation. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 3.2 was not detected on bus and cubie failed to recover. Multiple reboots were attempted but the device did not recognize whether the drawer was open or closed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.